Event description:
Reporter indicated a vns programming wand failed to program patients. The programming wand has been requested for return, but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.